Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw5037778) on (B)(6) 2014. The most recent information was received on (B)(6) 2018. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant"), pelvic congestion ("pelvic congestion syndrome"), autoimmune disorder ("autoimmune diseases") and abortion spontaneous ("misscarried") in a female patient who had essure (batch no. B76528/ b82471) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. In 2014, 1 day after insertion of essure, the patient experienced pelvic congestion (seriousness criterion medically significant) with pelvic pain, dyspareunia, back pain and pelvic discomfort. In 2014, the patient experienced rash ("rashes"), depression ("depression") with mood swings, anxiety ("anxiety"), nausea ("nausea"), abdominal distension ("bloating") and vomiting ("vomiting"). In (B)(6) 2014, the patient experienced polycystic ovaries ("polycystic ovarian syndrome") with weight increased. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), lymphocyte count abnormal ("worsening alc levels"), fatigue ("fatigue worsened"), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device ("pregnant with essure") and blood glucose increased ("high blood sugars"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, pelvic congestion, autoimmune disorder, lymphocyte count abnormal, rash, depression, anxiety, polycystic ovaries, nausea, fatigue, abortion spontaneous, pregnancy with contraceptive device, abdominal distension, blood glucose increased and vomiting outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for anxiety, depression, lymphocyte count abnormal, nausea, pelvic congestion, polycystic ovaries and rash with essure. The reporter considered abdominal distension, abortion spontaneous, autoimmune disorder, blood glucose increased, device breakage, fatigue, pregnancy with contraceptive device and vomiting to be related to essure. Lot number: b76528, expiration date: 31-oct-2016, MFR date: 02-oct-2013. Lot number: b82471, expiration date: 31-oct-2016, MFR date: 11-oct-2013. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5037778) on 12-nov-2014. The most recent information was received on 12-mar-2018. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant"), pelvic congestion ("pelvic congestion syndrome"), autoimmune disorder ("autoimmune diseases") and abortion spontaneous ("misscarried") in a female patient who had essure (batch no. B76528 / b82471) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. In 2014, 1 day after insertion of essure, the patient experienced pelvic congestion (seriousness criterion medically significant) with pelvic pain, dyspareunia, back pain and pelvic discomfort. In 2014, the patient experienced rash ("rashes"), depression ("depression") with mood swings, anxiety ("anxiety"), nausea ("nausea"), abdominal distension ("bloating") and vomiting ("vomiting"). In (B)(6) 2014, the patient experienced polycystic ovaries ("polycystic ovarian syndrome") with weight increased. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), lymphocyte count abnormal ("worsening alc levels"), fatigue ("fatigue worsened"), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device ("pregnant with essure") and blood glucose increased ("high blood sugars"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, pelvic congestion, autoimmune disorder, lymphocyte count abnormal, rash, depression, anxiety, polycystic ovaries, nausea, fatigue, abortion spontaneous, pregnancy with contraceptive device, abdominal distension, blood glucose increased and vomiting outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for anxiety, depression, lymphocyte count abnormal, nausea, pelvic congestion, polycystic ovaries and rash with essure. The reporter considered abdominal distension, abortion spontaneous, autoimmune disorder, blood glucose increased, device breakage, fatigue, pregnancy with contraceptive device and vomiting to be related to essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a lack of efficacy. A contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality deficit per se. 5 further ae case reports have been received to date in relation to the reported batch b76528, but none of the cases refer also to a similar type of lack of efficacy event. 3 further ae case reports have been received to date in relation to the reported batch b82471, but none of the cases refer also to a similar type of lack of efficacy event. No batch signal could be identified. The batch documentation of the reported batches was reviewed. No complaint sample was provided for further techical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit as based on this report. Most recent follow-up information incorporated above includes: on 12-mar-2018: information from duplicate case (B)(4) merged. Reporter added. 2 batch numbers added and ptc result/ evaluation codes updated, new events added (pregnancy, miscarriage, device ineffective, bloating, fatigue amended to fatigue aggravated, high blood sugars, vomiting). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw5037778) on 12-nov-2014. The most recent information was received on 07-sep-2018. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant"), abortion of ectopic pregnancy ("misscarried/ ectopic pregnancy"), ectopic pregnancy with contraceptive device ("pregnant with essure/ ectopic pregnancy"), pelvic infection ("pelvic infection"), pelvic congestion ("pelvic congestion syndrome"), systemic lupus erythematosus ("autoimmune diseases/ autoimmune disorder: lupus"), multiple sclerosis ("multiple sclerosis"), rheumatoid arthritis ("rheumatoid arthritis"), diabetes mellitus ("diabetes worsened") and bladder perforation ("bladder punctured during surgery") in a 25-year-old female patient (gravida 6, para 3) who had essure (batch no: b76528, b82471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6) 2014. The patient's past medical history included d & c, blighted ovum, fatigue, abdominal pain, nausea, vomiting, dyspareunia, urine odour abnormal, pelvic pain, polycystic ovarian syndrome, ovarian cyst, vaginosis fungal nos, spontaneous abortion, c-section, eye operation, premature delivery and pre-eclampsia. Previously administered products included for birth control: depo provera from 2010 to on (B)(6) 2014. Concurrent conditions included diabetes, anxiety, bipolar disorder, genital herpes, gestational diabetes, obsessive-compulsive disorder and polycystic ovarian syndrome. Concomitant products included eugynon (lo/ovral) from on (B)(6) 2015 for menstrual cycle management as well as hydroxychloroquine phosphate (plaquenil), metformin since 2007 and methotrexate from 2015 to 2016. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). In 2014, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), rash ("rashes"), depression ("depression") with mood swings, anxiety ("anxiety"), nausea ("nausea"), abdominal distension ("bloating") and vomiting ("vomiting"). In 2014, the patient experienced pelvic congestion (seriousness criterion medically significant) with pelvic pain, dyspareunia, back pain, pelvic discomfort and abdominal pain lower. On (B)(6) 2014, the patient experienced polycystic ovaries ("polycystic ovarian syndrome") with weight increased. On (B)(6) 2014, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Oin (B)(6) 2015, the patient experienced post procedural infection ("post op infection after hysterectomy"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), multiple sclerosis (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), diabetes mellitus (seriousness criterion medically significant), bladder perforation (seriousness criterion medically significant), lymphocyte count abnormal ("worsening alc levels"), fatigue ("fatigue worsened/ fatigue"), blood glucose increased ("high blood sugars"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia"), fibromyalgia ("fibromyalgia"), dysmenorrhoea ("dysmenorrhea"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems") and bladder disorder ("bladder was fused to uterus during essure removal procedure"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (removal of essure, hysterectomy (full) on (B)(6) 2015), surgery (salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2014), . Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, abortion of ectopic pregnancy, ectopic pregnancy with contraceptive device, pelvic infection, pelvic congestion, multiple sclerosis, rheumatoid arthritis, bladder perforation, lymphocyte count abnormal, rash, depression, anxiety, polycystic ovaries, nausea, fatigue, abdominal distension, blood glucose increased, vomiting, vaginal haemorrhage, menorrhagia, female sexual dysfunction, post procedural infection, fibromyalgia, dysmenorrhoea, migraine, headache, allergy to metals, vaginal discharge, visual impairment and bladder disorder outcome was unknown and the systemic lupus erythematosus, diabetes mellitus and alopecia was resolving. The reporter provided no causality assessment for anxiety, depression, lymphocyte count abnormal, polycystic ovaries and rash with essure. The reporter considered abdominal distension, abortion of ectopic pregnancy, allergy to metals, alopecia, bladder disorder, bladder perforation, blood glucose increased, device breakage, diabetes mellitus, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, fibromyalgia, headache, menorrhagia, migraine, multiple sclerosis, nausea, pelvic congestion, pelvic infection, post procedural infection, rheumatoid arthritis, systemic lupus erythematosus, vaginal discharge, vaginal haemorrhage, visual impairment and vomiting to be related to essure. The reporter commented: patient's pain (unspecified) resolved immediately after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram: on (B)(6) 2014: total bilateral occlusion. Current weight as of on (B)(6) 2018: 145 lbs. Approximate weight at time of essure placement: 137 lbs. On (B)(6) 2014. Procedure: essure. Findings: normal uterus and ostia. Description of procedure: both fallopian tubes were visualized. The left fallopian tube was brought into clear view and the essure device was placed per manufacturer's instructions. There were 2 coils that were visible at the end of the procedure. The right fallopian tube was then visualized and the essure device was placed into the right fallopian tube in a similar fashion. Five coils were seen protruding from the tube at the end of the procedure. On (B)(6) 2014, CT abdomen and pelvis with contrast. Findings: bilateral linear structures are noted from the uterus to the fallopian tubes likely for tubal implant/occlusion. Impression: essentially normal CT of the abdomen and pelvis, there is some fullness to the pancreatic head though no mass or inflammatory change is identified. On (B)(6) 2014, hpi: positive urine pregnancy test last week, negative urine pregnancy test last night. States had negative urine pregnancy test on (B)(6) 2014 for essure procedure. Blood sugars are up and down. Negative urine pregnancy test. On (B)(6) 2014 CT abdomen and pelvis with contrast. Impression: no acute intra-abdominal inflammatory process. Essure devices appear to be adequate position. Enlarged parametrial vessels which can be associated with pelvic congestion. On (B)(6) 2014, patient had CT scan of abdomen done which showed pelvic congestion and otherwise normal. On (B)(6) 2014, surgical pathology report. Fallopian tubes, bilateral, excision: coiled silver metallic wire focally present consistent with essure otherwise normal. Tubal cross-sections demonstrated. Gross description: sectioning reveals the lumen contains coiled, silver metallic wire with surrounding hemorrhagic soft tissue. On (B)(6) 2014, procedure: laparoscopic salpingectomy bilaterally and diagnostic hysteroscopy. Findings: the patient had normal pelvic anatomy. There was a normal uterus and tubes and ovaries. On hysteroscopy, no space encroaching or occupying lesions within the uterus and the essure had been completely removed. On (B)(6) 2015 surgical pathology report. Uterus: cervix: no significant pathologic abnormality. Endometrium: weakly proliferative. Myometrium: no significant pathologic abnormality. On (B)(6) 2015: findings: patient had a normal-size uterus, left ovarian cyst. Otherwise normal pelvic pathology. She had a normal pelvic anatomy. An inadvertent cystotomy was performed. The bladder was repaired. Scarring between the bladder and anterior uterus. On (B)(6) 2015, cystogram report. Impression: no evidence of bladder leak. Lot number: b76528, expiration date: 31-oct-2016, MFR date: 02-oct-2013. Lot number: b82471, expiration date: 31-oct-2016, MFR date: 11-oct-2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure removal date updated from on (B)(6) 2014 to on (B)(6) 2015. Event dyspareunia, fatigue, autoimmune disorder: lupus, ectopic pregnancy were clubbed with previously reported events. Events vaginal haemorrhage, menorrhagia, female sexual dysfunction, post procedural infection, rheumatoid arthritis, fibromyalgia, dysmenorrhoea, alopecia, pelvic infection, migraine, headache, multiple sclerosis, allergy to metals, vaginal discharge, visual impairment, abdominal pain lower, diabetes mellitus, bladder disorder, bladder perforation were newly added. Pregnancy outcome updated from spontaneous abortion to not applicable due to ectopic pregnancy. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5037778) on 12-nov-2014. The most recent information was received on 03-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant'), device expulsion ('coils in my uterus'), abortion of ectopic pregnancy ('misscarried/ ectopic pregnancy'), ectopic pregnancy with contraceptive device ('pregnant with essure/ ectopic pregnancy'), bladder perforation ('bladder punctured during surgery') and pelvic infection ('pelvic infection/ infection (bladder/ urinary tract/vaginal) type: pelvic') in a 25-year-old female patient who had essure (batch no. B76528, b82471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2014. The patient's medical history included d & c, blighted ovum, fatigue, abdominal pain, nausea, vomiting, dyspareunia, urine odour abnormal, pelvic pain, polycystic ovarian syndrome, ovarian cyst, vaginosis fungal nos, spontaneous abortion, multiple caesarean sections, eye operation, premature delivery and pre-eclampsia. *current weight as of (B)(6) 2018: 145 lbs. Approximate weight at time of essure placement: 137 lbs. (B)(6) 2014 procedure: essure. Findings: normal uterus and ostia. Description of procedure: both fallopian tubes were visualized. The left fallopian tube was brought into clear view and the essure device was placed per manufacturer's instructions. There were 2 coils that were visible at the end of the procedure. The right fallopian tube was then visualized and the essure device was placed into the right fallopian tube in a similar fashion. Five coils were seen protruding from the tube at the end of the procedure. (B)(6) 2014, CT abdomen and pelvis with contrast findings: bilateral linear structures are noted from the uterus to the fallopian tubes likely for tubal implant/occlusion. Impression: essentially normal CT of the abdomen and pelvis, there is some fullness to the pancreatic head though no mass or inflammatory change is identified. (B)(6) 2014, hpi: positive urine pregnancy test last week, negative urine pregnancy test last night. States had negative urine pregnancy test (B)(6) 2014 for essure procedure. Blood sugars are up and down. Negative urine pregnancy test. (B)(6) 2014 CT abdomen and pelvis with contrast. Impression: no acute intra-abdominal inflammatory process. Essure devices appear to be adequate position. Enlarged parametrial vessels which can be associated with pelvic congestion. (B)(6) 2014, patient had CT scan of abdomen done which showed pelvic congestion and otherwise normal. (B)(6) 2014, surgical pathology report fallopian tubes, bilateral, excision: coiled silver metallic wire focally present consistent with essure otherwise normal tubal cross-sections demonstrated. Gross description: sectioning reveals the lumen contains coiled, silver metallic wire with surrounding hemorrhagic soft tissue. (B)(6) 2014, procedure: laparoscopic salpingectomy bilaterally and diagnostic hysteroscopy. Findings: the patient had normal pelvic anatomy. There was a normal uterus and tubes and ovaries. On hysteroscopy, no space encroaching or occupying lesions within the uterus and the essure had been completely removed. (B)(6) 2015 surgical pathology report, uterus: cervix: no significant pathologic abnormality. Endometrium: weakly proliferative. Myometrium: no significant pathologic abnormality. (B)(6) 2015: findings: patient had a normal-size uterus, left ovarian cyst. Otherwise normal pelvic pathology. She had a normal pelvic anatomy. An inadvertent cystotomy was performed. The bladder was repaired. Scarring between the bladder and anterior uterus. (B)(6) 2015, cystogram report, impression: no evidence of bladder leak. Previously administered products included for birth control: depo provera from 2010 to (B)(6) 2014. Concurrent conditions included diabetes, anxiety, bipolar disorder, genital herpes, gestational diabetes, obsessive-compulsive disorder, polycystic ovarian syndrome and genital herpes. Concomitant products included hormonal contraceptives for systemic use from (B)(6) 2015 to (B)(6) 2015 for menstrual cycle management as well as alprazolam (xanax) since 2014, amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2015, bupropion hydrochloride (wellbutrin) in 2015, cefixime (flexeril) since 2014, clonazepam (klonopin) since 2015, duloxetine hydrochloride (cymbalta), fenofibrate from 2014 to 2015, gabapentin in 2015, hydroxychloroquine, hydroxychloroquine from 2015 to 2016, insulin lispro (lispro insulin) since 2015, liraglutide (victoza), lurasidone hydrochloride (latuda) in 2015, metformin since 2007, methotrexate from 2015 to 2016, ondansetron (zuplenz) in 2015, phentermine from 2014 to 2015, sertraline hydrochloride (zoloft) in 2015, topiramate (topamax) and trazodone in 2015. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced systemic lupus erythematosus ("autoimmune diseases/ autoimmune disorder: lupus"), multiple sclerosis ("multiple sclerosis/neurological conditions or problems type: multiple sclerosis"), rheumatoid arthritis ("rheumatoid arthritis") and fibromyalgia ("fibromyalgia"). In 2014, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), rash ("rashes"), depression ("depression") with mood swings, anxiety ("anxiety"), nausea ("nausea"), fatigue ("fatigue worsened/ fatigue"), abdominal distension ("bloating"), vomiting ("vomiting"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced pelvic congestion ("pelvic congestion syndrome/ other injury(ies) or complication please describe pelvic congestion syndrome") with pelvic pain, dyspareunia, back pain, pelvic discomfort and abdominal pain lower. In (B)(6) 2014, the patient experienced polycystic ovaries ("polycystic ovarian syndrome") with weight increased. In (B)(6) 2014, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced post procedural infection ("post op infection after hysterectomy"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criterion medically significant), pelvic infection (seriousness criteria medically significant and intervention required), diabetes mellitus ("diabetes worsened"), alopecia ("hair loss"), allergy to metals ("nickel allergy"), pelvic adhesions ("bladder was fused to uterus during essure removal procedure"), arthritis ("arthritis"), ovulation pain ("ovulation pain"), stress ("stress"), hypersensitivity ("allergic reaction"), metal poisoning ("I have metal toxicity"), autoimmune disorder ("autoimmune diseases"), asthenia ("severe weakness"), swelling face ("facial swelling"), vision blurred ("vision blurred"), shoulder pain ("shoulder hurts"), skin burning sensation ("skin burning"), dizziness ("dizzy"), malaise ("sick"), abdominal pain upper ("stomach pain"), pyrexia ("fever"), rash erythematous ("red rash my face"), cyst ("cysts"), menopause ("menopause"), fungal infection ("yeast infection"), restless legs syndrome ("restless legs syndrome"), arthralgia ("my knee hurts so bad event after pain"), dyspnoea ("can t breathe hurts"), oropharyngeal pain ("throat hurts"), insomnia ("cant sleep"), musculoskeletal pain ("musculoskeletal pain "), eye pain ("severve eye pain") and cerebrovascular accident ("stroke"), was found to have lymphocyte count abnormal ("worsening alc levels"), blood glucose increased ("high blood sugars/my high my blood sugar"), ovarian cancer ("ovarian cancer") and cervix carcinoma ("cervical cancer") and underwent eyeglasses therapy ("vision/eye problems/vision/eye problems type: needed glasses ,"). The patient was treated with surgery (removal of essure, removal of essure, hysterectomy (full) on (B)(6) 2015 and salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2014). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device expulsion, abortion of ectopic pregnancy, ectopic pregnancy with contraceptive device, bladder perforation, pelvic infection, pelvic congestion, multiple sclerosis, rheumatoid arthritis, lymphocyte count abnormal, rash, depression, anxiety, polycystic ovaries, nausea, fatigue, abdominal distension, blood glucose increased, vomiting, vaginal haemorrhage, menorrhagia, female sexual dysfunction, post procedural infection, fibromyalgia, dysmenorrhoea, migraine, headache, allergy to metals, vaginal discharge, eyeglasses therapy, pelvic adhesions, arthritis, ovulation pain, stress, hypersensitivity, metal poisoning, autoimmune disorder, asthenia, swelling face, vision blurred, shoulder pain, skin burning sensation, dizziness, malaise, abdominal pain upper, pyrexia, rash erythematous, cyst, menopause, fungal infection, ovarian cancer, cervix carcinoma, restless legs syndrome, arthralgia, dyspnoea, oropharyngeal pain, insomnia, musculoskeletal pain, eye pain and cerebrovascular accident outcome was unknown and the systemic lupus erythematosus, diabetes mellitus and alopecia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter provided no causality assessment for anxiety, depression, lymphocyte count abnormal, polycystic ovaries and rash with essure. The reporter considered abdominal distension, abdominal pain upper, abortion of ectopic pregnancy, allergy to metals, alopecia, arthralgia, arthritis, asthenia, autoimmune disorder, bladder perforation, blood glucose increased, cerebrovascular accident, cervix carcinoma, cyst, device breakage, device expulsion, diabetes mellitus, dizziness, dysmenorrhoea, dyspnoea, ectopic pregnancy with contraceptive device, eye pain, eyeglasses therapy, fatigue, female sexual dysfunction, fibromyalgia, fungal infection, headache, hypersensitivity, insomnia, malaise, menopause, menorrhagia, metal poisoning, migraine, multiple sclerosis, nausea, oropharyngeal pain, ovarian cancer, ovulation pain, pelvic adhesions, pelvic congestion, pelvic infection, post procedural infection, pyrexia, rash erythematous, restless legs syndrome, rheumatoid arthritis, shoulder pain, skin burning sensation, stress, swelling face, systemic lupus erythematosus, vaginal discharge, vaginal haemorrhage, vision blurred, vomiting and musculoskeletal pain to be related to essure. The reporter commented: patient's pain (unspecified) resolved immediately after essure removal. Date of removal: (B)(6) 2014, (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Lot number: b76528, expiration date: 31-oct-2016, MFR date: 02-oct-2013. Lot number: b82471, expiration date: 31-oct-2016, MFR date: 11-oct-2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant'), device expulsion ('coils in my uterus'), abortion of ectopic pregnancy ('miscarried/ ectopic pregnancy'), ectopic pregnancy with contraceptive device ('pregnant with essure/ ectopic pregnancy'), bladder perforation ('bladder punctured during surgery') and pelvic infection ('pelvic infection/ infection (bladder/ urinary tract/vaginal) type: pelvic') in a 25-year-old female patient who had essure (batch no. B76528, b82471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in october 2014. The patient's medical history included d & c, blighted ovum, fatigue, abdominal pain, nausea, vomiting, dyspareunia, urine odour abnormal, pelvic pain, polycystic ovarian syndrome, ovarian cyst, vaginosis fungal nos, spontaneous abortion, multiple caesarean sections, eye operation, premature delivery and pre-eclampsia. Previously administered products included for birth control: depo provera from 2010 to (B)(6) 2014. Concurrent conditions included diabetes, anxiety, bipolar disorder, genital herpes, gestational diabetes, obsessive-compulsive disorder, polycystic ovarian syndrome and genital herpes. Concomitant products included eugynon (lo/ovral) from (B)(6) 2015 for menstrual cycle management as well as alprazolam (xanax) since 2014, amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2015, bupropion hydrochloride (wellbutrin) in 2015, cefixime (flexeril) since 2014, clonazepam (klonopin) since 2015, duloxetine hydrochloride (cymbalta), fenofibrate from 2014 to 2015, gabapentin in 2015, hydroxychloroquine, hydroxychloroquine from 2015 to 2016, insulin lispro (lispro insulin) since 2015, liraglutide (victoza), lurasidone hydrochloride (latuda) in 2015, metformin since 2007, methotrexate from 2015 to 2016, ondansetron (zuplenz) in 2015, phentermine from 2014 to 2015, sertraline hydrochloride (zoloft) in 2015, topiramate (topamax) and trazodone in 2015. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced systemic lupus erythematosus ("autoimmune diseases/ autoimmune disorder: lupus"), multiple sclerosis ("multiple sclerosis/neurological conditions or problems type: multiple sclerosis"), rheumatoid arthritis ("rheumatoid arthritis") and fibromyalgia ("fibromyalgia"). In 2014, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), rash ("rashes"), depression ("depression") with mood swings, anxiety ("anxiety"), nausea ("nausea"), fatigue ("fatigue worsened/ fatigue"), abdominal distension ("bloating"), vomiting ("vomiting"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced pelvic congestion ("pelvic congestion syndrome/ other injury(ies) or complication please describe pelvic congestion syndrome") with pelvic pain, dyspareunia, back pain, pelvic discomfort and abdominal pain lower. In (B)(6) 2014, the patient experienced polycystic ovaries ("polycystic ovarian syndrome") with weight increased. In (B)(6) 2014, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced post procedural infection ("post op infection after hysterectomy"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criterion medically significant), pelvic infection (seriousness criteria medically significant and intervention required), diabetes mellitus ("diabetes worsened"), alopecia ("hair loss"), allergy to metals ("nickel allergy"), pelvic adhesions ("bladder was fused to uterus during essure removal procedure"), arthritis ("arthritis"), ovulation pain ("ovulation pain"), stress ("stress"), hypersensitivity ("allergic reaction"), metal poisoning ("I have metal toxicity"), autoimmune disorder ("autoimmune diseases"), asthenia ("severe weakness"), swelling face ("facial swelling"), vision blurred ("vision blurred"), shoulder pain ("shoulder hurts"), thermal burn ("skin burning"), dizziness ("dizzy"), malaise ("sick"), abdominal pain upper ("stomach pain"), pyrexia ("fever"), rash erythematous ("red rash my face"), cyst ("cysts"), menopause ("menopause"), fungal infection ("yeast infection"), restless legs syndrome ("restless legs syndrome"), arthralgia ("my knee hurts so bad event after pain"), dyspnoea ("can t breathe hurts"), oropharyngeal pain ("throat hurts"), insomnia ("cant sleep"), musculoskeletal pain ("musculoskeletal pain "), eye pain ("severve eye pain") and cerebrovascular accident ("stroke"), was found to have lymphocyte count abnormal ("worsening alc levels"), blood glucose increased ("high blood sugars/my high my blood sugar"), ovarian cancer ("ovarian cancer") and cervix carcinoma ("cervical cancer") and underwent eyeglasses therapy ("vision/eye problems/vision/eye problems type: needed glasses ,"). The patient was treated with surgery (removal of essure, removal of essure, hysterectomy (full) on (B)(6) 2015 and salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2014). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device expulsion, abortion of ectopic pregnancy, ectopic pregnancy with contraceptive device, bladder perforation, pelvic infection, pelvic congestion, multiple sclerosis, rheumatoid arthritis, lymphocyte count abnormal, rash, depression, anxiety, polycystic ovaries, nausea, fatigue, abdominal distension, blood glucose increased, vomiting, vaginal haemorrhage, menorrhagia, female sexual dysfunction, post procedural infection, fibromyalgia, dysmenorrhoea, migraine, headache, allergy to metals, vaginal discharge, eyeglasses therapy, pelvic adhesions, arthritis, ovulation pain, stress, hypersensitivity, metal poisoning, autoimmune disorder, asthenia, swelling face, vision blurred, shoulder pain, thermal burn, dizziness, malaise, abdominal pain upper, pyrexia, rash erythematous, cyst, menopause, fungal infection, ovarian cancer, cervix carcinoma, restless legs syndrome, arthralgia, dyspnoea, oropharyngeal pain, insomnia, musculoskeletal pain, eye pain and cerebrovascular accident outcome was unknown and the systemic lupus erythematosus, diabetes mellitus and alopecia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter provided no causality assessment for anxiety, depression, lymphocyte count abnormal, polycystic ovaries and rash with essure. The reporter considered abdominal distension, abdominal pain upper, abortion of ectopic pregnancy, allergy to metals, alopecia, arthralgia, arthritis, asthenia, autoimmune disorder, bladder perforation, blood glucose increased, cerebrovascular accident, cervix carcinoma, cyst, device breakage, device expulsion, diabetes mellitus, dizziness, dysmenorrhoea, dyspnoea, ectopic pregnancy with contraceptive device, eye pain, eyeglasses therapy, fatigue, female sexual dysfunction, fibromyalgia, fungal infection, headache, hypersensitivity, insomnia, malaise, menopause, menorrhagia, metal poisoning, migraine, multiple sclerosis, nausea, oropharyngeal pain, ovarian cancer, ovulation pain, pelvic adhesions, pelvic congestion, pelvic infection, post procedural infection, pyrexia, rash erythematous, restless legs syndrome, rheumatoid arthritis, shoulder pain, stress, swelling face, systemic lupus erythematosus, thermal burn, vaginal discharge, vaginal haemorrhage, vision blurred, vomiting and musculoskeletal pain to be related to essure. The reporter commented: patient's pain (unspecified) resolved immediately after essure removal. Date of removal: (B)(6) 2014, (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Current weight as of (B)(6) 2018: 145 lbs. Approximate weight at time of essure placement: 137 lbs. On (B)(6) 2014 procedure: essure. Findings: normal uterus and ostia. Description of procedure: both fallopian tubes were visualized. The left fallopian tube was brought into clear view and the essure device was placed per manufacturer's instructions. There were 2 coils that were visible at the end of the procedure. The right fallopian tube was then visualized and the essure device was placed into the right fallopian tube in a similar fashion. Five coils were seen protruding from the tube at the end of the procedure. On (B)(6) 2014, CT abdomen and pelvis with contrast findings: bilateral linear structures are noted from the uterus to the fallopian tubes likely for tubal implant/occlusion. Impression: essentially normal CT of the abdomen and pelvis, there is some fullness to the pancreatic head though no mass or inflammatory change is identified. On (B)(6) 2014, hpi: positive urine pregnancy test last week, negative urine pregnancy test last night. States had negative urine pregnancy test (B)(6) 2014 for essure procedure. Blood sugars are up and down. Negative urine pregnancy test. On (B)(6) 2014 CT abdomen and pelvis with contrast. Impression: no acute intra-abdominal inflammatory process. Essure devices appear to be adequate position. Enlarged parametrial vessels which can be associated with pelvic congestion. On (B)(6) 2014, patient had CT scan of abdomen done which showed pelvic congestion and otherwise normal. On (B)(6) 2014, surgical pathology report fallopian tubes, bilateral, excision: coiled silver metallic wire focally present consistent with essure otherwise normal tubal cross-sections demonstrated. Gross description: sectioning reveals the lumen contains coiled, silver metallic wire with surrounding hemorrhagic soft tissue. On (B)(6) 2014, procedure: laparoscopic salpingectomy bilaterally and diagnostic hysteroscopy. Findings: the patient had normal pelvic anatomy. There was a normal uterus and tubes and ovaries. On hysteroscopy, no space encroaching or occupying lesions within the uterus and the essure had been completely removed. On (B)(6) 2015 surgical pathology report, uterus: cervix: no significant pathologic abnormality. Endometrium: weakly proliferative. Myometrium: no significant pathologic abnormality. On (B)(6) 2015: findings: patient had a normal-size uterus, left ovarian cyst. Otherwise normal pelvic pathology. She had a normal pelvic anatomy. An inadvertent cystotomy was performed. The bladder was repaired. Scarring between the bladder and anterior uterus. On (B)(6) 2015, cystogram report, impression: no evidence of bladder leak. Lot number: b76528, expiration date: 31-oct-2016, MFR date: 02-oct-2013. Lot number: b82471, expiration date: 31-oct-2016, MFR date: 11-oct-2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jan-2020: pfs&social media received:- reporter information was added new event added device expulsion, arthritis, ovulation pain, stress, allergic reaction, metal poisoning, autoimmune disorder, weakness, facial swelling, vision blurred, shoulder pain, skin burning, dizziness, sickness, stomach pain, fever, rash erythematous, cyst, menopause, yeast infection, ovarian cancer, cervical cancer, restless legs syndrome, knee pain. Concomitants drug was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5037778) on 12-nov-2014. The most recent information was received on 31-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant'), device expulsion ('coils in my uterus'), abortion of ectopic pregnancy ('miscarried/ ectopic pregnancy'), ectopic pregnancy with contraceptive device ('pregnant with essure/ ectopic pregnancy'), bladder perforation ('bladder punctured during surgery') and pelvic infection ('pelvic infection/ infection (bladder/ urinary tract/vaginal) type: pelvic') in a 25-year-old female patient who had essure (batch no. B76528, b82471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2014. The patient's medical history included d & c, blighted ovum, fatigue, abdominal pain, nausea, vomiting, dyspareunia, urine odour abnormal, pelvic pain, polycystic ovarian syndrome, ovarian cyst, vaginosis fungal nos, spontaneous abortion, multiple caesarean sections, eye operation, premature delivery and pre-eclampsia. Previously administered products included for birth control: depo provera from 2010 to (B)(6) 2014. Concurrent conditions included diabetes, anxiety, bipolar disorder, genital herpes, gestational diabetes, obsessive-compulsive disorder, polycystic ovarian syndrome and genital herpes. Concomitant products included hormonal contraceptives for systemic use from (B)(6) 2015 for menstrual cycle management as well as alprazolam (xanax) since 2014, amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2015, bupropion hydrochloride (wellbutrin) in 2015, cefixime (flexeril) since 2014, clonazepam (klonopin) since 2015, duloxetine hydrochloride (cymbalta), fenofibrate from 2014 to 2015, gabapentin in 2015, hydroxychloroquine, hydroxychloroquine from 2015 to 2016, insulin lispro (lispro insulin) since 2015, liraglutide (victoza), lurasidone hydrochloride (latuda) in 2015, metformin since 2007, methotrexate from 2015 to 2016, ondansetron (zuplenz) in 2015, phentermine from 2014 to 2015, sertraline hydrochloride (zoloft) in 2015, topiramate (topamax) and trazodone in 2015. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced systemic lupus erythematosus ("autoimmune diseases/ autoimmune disorder: lupus"), multiple sclerosis ("multiple sclerosis/neurological conditions or problems type: multiple sclerosis"), rheumatoid arthritis ("rheumatoid arthritis") and fibromyalgia ("fibromyalgia"). In 2014, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), rash ("rashes"), depression ("depression") with mood swings, anxiety ("anxiety"), nausea ("nausea"), fatigue ("fatigue worsened/ fatigue"), abdominal distension ("bloating"), vomiting ("vomiting"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced pelvic congestion ("pelvic congestion syndrome/ other injury(ies) or complication please describe pelvic congestion syndrome") with pelvic pain, dyspareunia, back pain, pelvic discomfort and abdominal pain lower. In (B)(6) 2014, the patient experienced polycystic ovaries ("polycystic ovarian syndrome") with weight increased. In (B)(6) 2014, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced post procedural infection ("post op infection after hysterectomy"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criterion medically significant), pelvic infection (seriousness criteria medically significant and intervention required), diabetes mellitus ("diabetes worsened"), alopecia ("hair loss"), allergy to metals ("nickel allergy"), pelvic adhesions ("bladder was fused to uterus during essure removal procedure"), arthritis ("arthritis"), ovulation pain ("ovulation pain"), stress ("stress"), hypersensitivity ("allergic reaction"), metal poisoning ("I have metal toxicity"), autoimmune disorder ("autoimmune diseases"), asthenia ("severe weakness"), swelling face ("facial swelling"), vision blurred ("vision blurred"), shoulder pain ("shoulder hurts"), skin burning sensation ("skin burning"), dizziness ("dizzy"), malaise ("sick"), abdominal pain upper ("stomach pain"), pyrexia ("fever"), rash erythematous ("red rash my face"), cyst ("cysts"), menopause ("menopause"), fungal infection ("yeast infection"), restless legs syndrome ("restless legs syndrome"), arthralgia ("my knee hurts so bad event after pain"), dyspnoea ("can t breathe hurts"), oropharyngeal pain ("throat hurts"), insomnia ("cant sleep"), musculoskeletal pain ("musculoskeletal pain "), eye pain ("severve eye pain") and cerebrovascular accident ("stroke"), was found to have lymphocyte count abnormal ("worsening alc levels"), blood glucose increased ("high blood sugars/my high my blood sugar"), ovarian cancer ("ovarian cancer") and cervix carcinoma ("cervical cancer") and underwent eyeglasses therapy ("vision/eye problems/vision/eye problems type: needed glasses ,"). The patient was treated with surgery (removal of essure, hysterectomy (full) on (B)(6) 2015 and salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2014). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device expulsion, abortion of ectopic pregnancy, ectopic pregnancy with contraceptive device, bladder perforation, pelvic infection, pelvic congestion, multiple sclerosis, rheumatoid arthritis, lymphocyte count abnormal, rash, depression, anxiety, polycystic ovaries, nausea, fatigue, abdominal distension, blood glucose increased, vomiting, vaginal haemorrhage, menorrhagia, female sexual dysfunction, post procedural infection, fibromyalgia, dysmenorrhoea, migraine, headache, allergy to metals, vaginal discharge, eyeglasses therapy, pelvic adhesions, arthritis, ovulation pain, stress, hypersensitivity, metal poisoning, autoimmune disorder, asthenia, swelling face, vision blurred, shoulder pain, skin burning sensation, dizziness, malaise, abdominal pain upper, pyrexia, rash erythematous, cyst, menopause, fungal infection, ovarian cancer, cervix carcinoma, restless legs syndrome, arthralgia, dyspnoea, oropharyngeal pain, insomnia, musculoskeletal pain, eye pain and cerebrovascular accident outcome was unknown and the systemic lupus erythematosus, diabetes mellitus and alopecia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter provided no causality assessment for anxiety, depression, lymphocyte count abnormal, polycystic ovaries and rash with essure. The reporter considered abdominal distension, abdominal pain upper, abortion of ectopic pregnancy, allergy to metals, alopecia, arthralgia, arthritis, asthenia, autoimmune disorder, bladder perforation, blood glucose increased, cerebrovascular accident, cervix carcinoma, cyst, device breakage, device expulsion, diabetes mellitus, dizziness, dysmenorrhoea, dyspnoea, ectopic pregnancy with contraceptive device, eye pain, eyeglasses therapy, fatigue, female sexual dysfunction, fibromyalgia, fungal infection, headache, hypersensitivity, insomnia, malaise, menopause, menorrhagia, metal poisoning, migraine, multiple sclerosis, nausea, oropharyngeal pain, ovarian cancer, ovulation pain, pelvic adhesions, pelvic congestion, pelvic infection, post procedural infection, pyrexia, rash erythematous, restless legs syndrome, rheumatoid arthritis, shoulder pain, skin burning sensation, stress, swelling face, systemic lupus erythematosus, vaginal discharge, vaginal haemorrhage, vision blurred, vomiting and musculoskeletal pain to be related to essure. The reporter commented: patient's pain (unspecified) resolved immediately after essure removal. Date of removal: (B)(6) 2014, (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Current weight as of (B)(6) 2018: 145 lbs. Approximate weight at time of essure placement: 137 lbs. On (B)(6) 2014 procedure: essure. Findings: normal uterus and ostia. Description of procedure: both fallopian tubes were visualized. The left fallopian tube was brought into clear view and the essure device was placed per manufacturer's instructions. There were 2 coils that were visible at the end of the procedure. The right fallopian tube was then visualized and the essure device was placed into the right fallopian tube in a similar fashion. Five coils were seen protruding from the tube at the end of the procedure. On (B)(6) 2014, CT abdomen and pelvis with contrast findings: bilateral linear structures are noted from the uterus to the fallopian tubes likely for tubal implant/occlusion. Impression: essentially normal CT of the abdomen and pelvis, there is some fullness to the pancreatic head though no mass or inflammatory change is identified. On (B)(6) 2014, hpi: positive urine pregnancy test last week, negative urine pregnancy test last night. States had negative urine pregnancy test (B)(6) 2014 for essure procedure. Blood sugars are up and down. Negative urine pregnancy test. On (B)(6) 2014 CT abdomen and pelvis with contrast. Impression: no acute intra-abdominal inflammatory process. Essure devices appear to be adequate position. Enlarged parametrial vessels which can be associated with pelvic congestion. On (B)(6) 2014, patient had CT scan of abdomen done which showed pelvic congestion and otherwise normal. On (B)(6) 2014, surgical pathology report fallopian tubes, bilateral, excision: - coiled silver metallic wire focally present consistent with essure otherwise normal tubal cross-sections demonstrated. Gross description: sectioning reveals the lumen contains coiled, silver metallic wire with surrounding hemorrhagic soft tissue. On (B)(6) 2014, procedure: laparoscopic salpingectomy bilaterally and diagnostic hysteroscopy. Findings: the patient had normal pelvic anatomy. There was a normal uterus and tubes and ovaries. On hysteroscopy, no space encroaching or occupying lesions within the uterus and the essure had been completely removed. On (B)(6) 2015 surgical pathology report, uterus: cervix: no significant pathologic abnormality. Endometrium: weakly proliferative. Myometrium: no significant pathologic abnormality. On (B)(6) 2015: findings: patient had a normal-size uterus, left ovarian cyst. Otherwise normal pelvic pathology. She had a normal pelvic anatomy. An inadvertent cystotomy was performed. The bladder was repaired. Scarring between the bladder and anterior uterus. On (B)(6) 2015, cystogram report, impression: no evidence of bladder leak. Lot number: b76528, expiration date: 31-oct-2016, MFR date: 02-oct-2013. Lot number: b82471, expiration date: 31-oct-2016, MFR date: 11-oct-2013. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: coding correction received. Correction due to discrepancy between coding action item and match point coder query:: the event thermal burn was updated as " skin burning sensation". No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5037778) on (B)(6) 2014. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant"), pelvic congestion ("pelvic congestion syndrome") and autoimmune disorder ("autoimmune diseases") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic congestion (seriousness criterion medically significant) with pelvic pain, dyspareunia, back pain and pelvic discomfort, rash ("rashes"), depression ("depression") with mood swings, anxiety ("anxiety") and nausea ("nausea"). In 2014, 1 day after insertion of essure, the patient experienced pelvic congestion (seriousness criterion medically significant) with pelvic pain, dyspareunia, back pain and pelvic discomfort, rash ("rashes"), depression ("depression") with mood swings, anxiety ("anxiety") and nausea ("nausea"). In (B)(6) 2014, the patient experienced polycystic ovaries ("polycystic ovarian syndrome") with weight increased. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), lymphocyte count abnormal ("worsening alc levels") and fatigue ("fatigue"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, pelvic congestion, autoimmune disorder, lymphocyte count abnormal, rash, depression, anxiety, polycystic ovaries, nausea and fatigue outcome was unknown. The reporter considered autoimmune disorder, device breakage and fatigue to be related to essure. The reporter provided no causality assessment for anxiety, depression, lymphocyte count abnormal, nausea, pelvic congestion, polycystic ovaries and rash with essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. However, the reported adverse events considered related are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on (B)(6) 2017: summons received- case become potentially legal, reporter added, stop date of drug was updated, events fracturing of the implant, fatigue, autoimmune diseases were added. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.